Event description:
During the implant procedure, a vessel was nicked while dissecting the nerve and the patient experienced bleeding. Physician located the bleed and used cautery to stop the bleeding. Then during tunneling, while using the medtronic catheter passer, patient experienced bleeding again and physician applied pressure at the tunneling site to stop the bleeding. This resolved the issue.